Event description:
Customer reported that she had been experiencing low blood glucose frequently at night. She reported that the blood glucose had dropped so low that night that she could not do anything and that her husband gave her soda to treat. The blood glucose reading was 37 mg/dl. The blood glucose was brought up to 142 mg/dl. She stated that the drive support cap appeared normal. It was found that the insulin pump programming was incorrect. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. The insulin pump passed the displacement test. Customer had received lost sensor alarms but did not wear a sensor and was assisted in turning off the sensor feature. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.